Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. Insulin does not exit the tubing with plunger confirming blockage is in the tubing. No further information available.